Manufacturer narrative:
Exact date unknown, event occurred a few weeks ago from date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing a pinching or burning sensation at the ipg site. It was also noted that the patient felt the ipg was heating up whether stimulation was on or off. Reprogramming was attempted and patient was still receiving good stimulation coverage. Database analysis revealed no anomalies. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well post-operatively.